Manufacturer narrative:
(B)(4). Field safety engineer was sent for investigation and found error head. Device has been investigated and repaired by service technician. The optical tacho board has been successfully replaced. Thus the failure could be confirmed. Most possible root cause is defective optical tacho board. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported that during installation head error occurred and defective optical tacho board has been observed. This failure would lead to a pump stop if recurring. No patient involvement. (B)(4).